Manufacturer narrative:
Additional information: summary evaluation: the product was not returned for analysis. The customer indicated the use of a qualified cartridge and handpiece. Product history records for the cartridge and handpiece could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for the lens/monarch combination used. The product investigation could not identify a specific root cause for the complaint. File information indicated that an 18.5 diopter lens was exchanged for a 20.0 lens. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure a patient experienced inadequate refraction correction resulting in poor vision and visual disturbance. The patient is also unable to see the computer. The lens was exchanged in a second procedure. Additional information was requested.

Manufacturer narrative:
(B)(4)

Event description:
An administrator reported that symptoms resolved following the intraocular lens exchange.